Event description:
It was reported that the patients implant procedure was aborted due to neuromonitoring complications in which it did not go well. It was also noted that the patient did not response well and will not move forward for another implant attempt. The physician believed it was device related. All device components used were kept by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-pc, upn: m365sc14320, model: sc-1432, serial: (B)(4), batch: (B)(4).